Event description:
A customer contacted beckman coulter (bec), and reported that the unicel dxc 800 pro synchron clinical system generated a false high creatinine modular (crem) result of 473 umol/l on a pediatric patient sample. The high result was reported outside of the laboratory. Re-testing of the patient sample gave a lower result of 30 umol/l which correlated with the crem result from the patient's sample collected two days prior. Results for other chemistries were not questioned by the customer since they correlated with repeated values. Patient gender and age was not provided. There was no impact to patient treatment.

Manufacturer narrative:
Controls were run before and after this event and the results were within acceptable limits. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse removed the detector assembly from the cup and found the end part of the detector housing assembly to be broken and was still inside the port. The fse also found a broken o-ring, but there was no evidence of leak outside of the cup from the port. Per the fse, the detector housing lock nut was slightly damaged. For an immediate solution, the fse removed the crem housing from another dxc instrument and installed on the questioned dxc analyzer. The fse ordered parts for the other dxc instrument. After servicing the instrument, the fse primed the module with reagent and verified performance of the syringe pump, valves, stirrer motor and stirrer bar which were working within specifications. The fse ran qc and precision run of 20 replicates using pooled patient sample; both tests generated acceptable results. Although multiple parts were replaced, failure mode of this event is unknown.